Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and r-wave amplitude variation. Dislodgement was suspected, but not confirmed. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously h6 codes listed as "no health consequences or impact" now updated to "additional surgery"